Manufacturer narrative:
The customer reported that a patient had a nibp measurement of 4/2 and the monitor did not sound an alarm. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).

Event description:
The customer reported that a patient had an nibp measurement of 4/2 and the monitor did not sound an alarm.